Event description:
Freestyle libre is consistently running high glucose reading but freestyle neo strips are consistently lower than by 30-60 points, cm f/u readings have remained high after. Glucose reading for freestyle libre 2 sensors have been significantly discrepant 146 around 10pm, 144 (B)(6) 2024 around 12am and 167 at 6am, 152 at 8am (B)(6) on the cgm, but on 1109 evening of (B)(6) at ant 102 am of (B)(6) 2024 on the conventional meter freestyle precision neo reading cgm is averaging 140 and a1c is 5.6 suggesting average of 110.